Event description:
It was reported that they conducted a test purchase that resulted in 192 units of echelon reloads that bore counterfeit features on the packaging. These products have been sent to cincinnati for further analysis.

Manufacturer narrative:
(B)(4). Date sent: 7/20/2023. D4: batch # unk. Investigation summary: this is an analysis of the photos submitted to ethicon endo-surgery for evaluation. During the visual analysis, the following was observed: the photos show a tyvek with product code gst60b, lot # t43u06, exp. Date: 2027-02-28. There were numerous discrepancies found when comparing the suspect packages and the authentic supplier packaging/authentic artwork. The lot numbers and expiration dates on the suspect packages does not match information in our j&j systems. The evaluation performed determined that all the suspect packages listed above is counterfeit and not authentic ethicon/johnson & johnson medical device products. Based on the photos reviewed, the counterfeit product is confirmed.